Event description:
I was using an on/go at-home covid-19 rapid antigen self-test ((B)(6)) purchased from (B)(6)). The app the company instructs users to download and follow with. The test failed at the point where the user is supposed to upload a photo of the test for analysis. The app spontaneously closed. When I reopened the app, I could not return directly to that point in the process, I could only start again from the beginning. To proceed through the steps in the app to that point in the process again, the app forced me to go through all steps, including waiting 10 minutes for the sample to mature. The written materials provided with the product and the instructions on the app, however, all indicated the sample must be evaluated within 5 minutes after the 10 minute waiting period is up, otherwise the results would be invalid. Therefore, according to the instructions, my sample could not be trusted to give an accurate result if I walked through all the steps and waited again. I submitted an inquiry through the contact us link on the (B)(6) website and got no response. I called the 1-800 customer service number to ask whether I could still use the same sample after 10+ minutes, and the service staff did not know, then the call was cut off. When I called back, the only suggestion they had was to use another test, which of course means a loss of money for the user who purchased the 2-test pack intending to get 2 separate results from it. Moreover, when I conducted the 2nd test, the app spontaneously closed again, causing the same problem. I was using the app on a oneplus 5t phone with an (B)(6) operating system. Another person with me using an (B)(6) had no problem. To prevent customers from losing money on multiple unnecessary tests and/or giving up on the rapid test altogether, I recommend this company should be required to both ensure its app works smoothly on the (B)(6) platform and provide a real-time, well-informed customer service response that assists customers who are partway through the process when the company-provided app fails. FDA safety report ID# (B)(4).